Manufacturer narrative:
Additional information: the lot was manufactured february 25, 2016 february 26, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. Leak testing was performed after tightening the cap and there was no evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event was reported to have occurred in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from the end of the line. It was not specified when in the process this occurred. The reporter stated that the cap had been hand tightened and appeared secure. The device had been filled with desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.